Event description:
Patient 1 total psa result of 1.65 ng/ml, free psa result was 7.74 ng/ml. Patient 2 total psa result of 0.123 ng/ml, free psa result of 2.68 ng/ml. Sample from patient 2 sent to reference laboratory using different methodology, recovered 2.8 ng/ml for total psa and 94% for free psa. Results received from reference lab were reported. Patient 1 sample unavailable for further testing. Patient 2 sample is to be provided for investigation. If additional information is received, appropriate notification will be provided.